Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, it is likely the pvl was due to sub-optimal positioning, as the valve was reported to be implanted low in the annulus.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve was implanted low in the annulus resulting in moderate/severe paravalvular leak (pvl). A second valve was successfully implanted valve-in-valve, improving the pvl. No additional adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.